Manufacturer narrative:
H11: the investigation confirmed the reported condition. The cockpit screen reboot and once the cockpit user interface is restored, the ¿last case¿ button enables users to retrieve all prior settings and proceed without any data loss. During the reboot, the gas blender defaults to values set by the user during profile configuration and flows can be easily readjusted through gas blender user interface. The heart-lung machine's essential functions, including pumps, alarms, sensors, and safety systems, remained operational and continued to perform as designed. A detailed investigation has been conducted. Results revealed that this type of event can be caused by specific high-level processes, such as the logger or windowmanager applications, which can trigger a segmentation fault or watchdog timeout. This leads the linux operating system to reset the logger or windowmanager application to restore normal operation. Livanova initiated an improvement action in order to further decrease the already low frequency of occurrence of this type of event. The risk is low and in the acceptable region. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report about a problem with essenz hlm. In details, after set up, completing all the safety checks, and priming the circuit, the cockpit display returned in the mode for selecting the desired profile. There were no alarms on the display. The gas blender had shut down, patient data were lost, while all the other machine settings were as originally set. All the safety checks had to be performed again. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the essenz hlm. The incident occurred in finland. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.